Event description:
It was reported that the patient presented to clinic with a heart rate in the 40's. Upon interrogation, the pulse generator exhibited premature battery depletion and a diagnostics anomaly.